Manufacturer narrative:
(B)(4). Guide wire: .014 guide wire. Sheath: 6 french. Failure to follow steps/instructions, incorrect size guide wire used. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a target lesion in the common iliac artery, pre-dilatation was performed at the target site. The 6 x 20 mm absolute pro vascular stent delivery system was advanced. Resistance was met in the heavily calcified and tortuous external iliac artery and the absolute pro vascular stent prematurely deployed. There was no attempt made to remove the stent and post-dilatation was performed to ensure the stent was well apposed to the vessel wall. A new same size absolute pro vascular stent delivery system was then advanced to the target site and the stent deployed to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use states: after the pre-dilatation catheter has been removed, backload the delivery system onto the appropriately sized (0.035 inch) guide wire. Based on the reviewed information, no product deficiency was identified.